Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started reading inaccurately at the end of (B)(6) 2016; however, no results were provided for this time. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her normal diabetes management routine after obtaining the alleged inaccurate results. She reported that a few weeks after the alleged issue began, on an unknown date in (B)(6) 2016, she developed symptoms of ¿sweating and nervousness¿. She also reported that on an unknown date in (B)(6) 2016, she obtained an alleged inaccurately high blood glucose result of ¿284 mg/dl¿ on the subject meter and went to the emergency room (ER) where she obtained a blood glucose result of ¿136 mg/dl¿ on a laboratory device, performed about 45 minutes apart. The reported time difference of greater than 30 minutes between results makes this comparison invalid for the purposes of determining an inaccuracy. The patient denied receiving any medical intervention for her symptoms at the e.r. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. However, the cca also noted that the patient¿s test strips had expired in (B)(6) 2013, invalidating the results obtained on the subject meter. The cca advised the patient to obtain new test strips as soon as possible. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.